Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had switched to standby mode and reported a system over heat. There was no harm or injury to the patient. The unit was swapped out for another to continue therapy.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval, return to manufacture date), e1(site country, event site postal code - (B)(6)), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions ) h10, h11. Corrected fields: h6(health effect ¿ clinical code). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and then the fse had replaced the regulator drive and it was being found that the calibration of rg3 failed during the inspection and after the replacement the unit had passed all the tests . Service mode test passed. Run time passed. Functional test passed. The unit was returned to the customer for the clinical use. The defective components were received for further investigation. The national repair center inspected a regulator drive and observed the regulator drive is missing a connector. No further test can be done due to the missing connector. Retaining the regulator drive in the fat per procedure (B)(4) rev ak. The root cause selection for this investigation will be ¿impossible to define¿ due to the department not having the capabilities to troubleshoot this part internally further in an attempt to determine the root cause. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.